Event description:
It was reported that the balloon did not inflate and could not maintain inflation before use. There were no patient complications reported.

Manufacturer narrative:
The balloon was ruptured in the central area. The latex was missing in the central area. Either balloon windings were missing. The original 1.3cc syringe was returned. This event was determined to be reportable following edward's standard procedures. The catheter was received and evaluated, and it was noted that fragments of the balloon were missing. A device history record review was completed and documented that the device met all specifications upon distribution.